Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a partial clip movement that occurred after clip deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully deployed without issue. The second clip delivery system (cds) was advanced to the mitral valve and satisfying leaflet grasp and insertion was achieved. Due to the presence of the first clip, imaging and visualization of the second clip was challenging. Following deployment the clip was noted to have partially detached from the posterior mitral leaflet. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported partial clip movement. The reported poor image resolution was due to the first implanted clip; therefore, attributed to procedural condition. There is no indication of a product issue with respect to manufacture, design, or labeling.